Event description:
The customer reported the subject device was displaying an e315 error code (scope error) and a b30 error code (scope communication error). There was no patient/user harm or injury reported due to the event. This report is being submitted for an e315 error code. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The customer contacted an olympus tech support engineer regarding the reported event. An olympus engineer advised the customer to clean the contacts and turn off the associated devices before connecting to the subject device. The issue persisted. The customer was advised to send the subject device to an olympus service center for evaluation; however, the customer declined it. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Device not returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event is unable to be confirmed as the device was not returned. Therefore, root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image the event can be detected or prevented by following the instructions for use (IFU) which state: connection of the endoscope and ancillary equipment_ connection to the light source - caution: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction.¿ ·troubleshooting guide ¿ ¿wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right.¿ olympus will continue to monitor field performance for this device.